Manufacturer narrative:
Additional information: g2 (add source), g4, h4, h6, h11. Correction: b5, d1, d4. B5: update "1000 ml" to "3000 ml". H4: the lot was manufactured between march 23, 2023 and march 24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a leak near the admin port. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the seam near middle port. This was observed before patient use. There was no patient involvement. No additional information is available.